Event description:
On 01/19/2000, the facility's cst/materials coordinator informed the manufacturer's (MFR) sales representative of the following: the patient was complaining of pain. On 12/22/1999, a dye study was performed with the following results. Fluoro and device injection report states the following: the scout abdominal radiograph demonstrated some subtle irregularity of the catheter where it projects over the anterior left 1st rib. Contrast was injected through the medial port. Extravasation was noted passing through the catheter into the superior vena cava. Subsequently contrast was injected through the lateral port. Contrast was seen passing from the proximal aspect of the catheter into what is most likely the brachiocephalic vein. Some other contrast was seen passing through the catheter into the superior vena cava. Impression: malfunctioning dual lumen device. There was extravasation and leakage from the catheter near where it projects over the left anterior first rib. As a result of the above, the device was removed in 1999, and another device placed on the opposite side. The device was scheduled to be returned to the MFR for analysis. No further details were provided.